Event description:
It was reported that the gastrointestinal videoscope had white streaks in the image. The issue occurred during device setup. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.